Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the saw blade broke during use and was recognized after the operation by the operating room nurse. Additional information received indicated that the blade broke at the distal end of the product. There was no impact to the functionality of the device during use and breakage was not noted until after the surgery was completed. No portion of the blade fell into the patient and there was no medical/surgical intervention performed and there are no plans for additional follow-up or procedures for the patient. The surgery being performed at the time of the reported issue was a tka and the pr 4 in 1 flex femoral cut guide size c-h article number 00-59010-043/048-00. The reported device was used to complete the procedure. There was no patient or user harm and no surgical delay/extension associated with the report.